Event description:
The manufacturer received information alleging a ventilator did not have ac power. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.